Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that insulin squirted out during the manual prime process. The customer also stated receiving the following alarms: unexpected restart, signal too low and battery out limit. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The customer stated that the pump was working now and did not want a replacement. The insulin pump was not returned for analysis.